Event description:
There was no patient involved in this event. This device malfunctioned because it was switching itself on automatically. A device switching itself on automatically, if left undetected could result in the battery becoming depleted.

Manufacturer narrative:
The first recorded event on the pad device was (B)(4) 2012 meaning the memory previous to this had been erased. There are 14 events recorded between (B)(6) 2012 and (B)(4) 2012. Six of these were low battery warning. The device was disassembled and it was concluded the fault was with the device membrane. The pad device is almost 6 years old and it¿s thought the fault developed over time. The pad pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.